Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker came into clinic feeling his heart rate being low. The rate in the monitor was around the 50s bpm. Also, the device was not being able to be interrogated after various attempts. The pacemaker has been explanted due to normal battery depletion and was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker came into clinic feeling his heart rate being low. The rate in the monitor was around the 50s bpm. Also, the device was not being able to be interrogated after various attempts. The pacemaker has been explanted due to normal battery depletion and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker came into clinic feeling his heart rate being low. The rate in the monitor was around the 50s bpm. Also, the device was not being able to be interrogated after various attempts. The pacemaker has been explanted due to normal battery depletion. No adverse patient effects were reported.